Manufacturer narrative:
The reported event was confirmed. The received image revealed at least 1 pin had come off from the metal clamping lever. No part was returned for investigation. A product inspection could not be performed since no product was returned. A review of the device history could not be performed since no lot number was communicated. A review of the labelling did not indicate any abnormalities. Based on missing information an exact root cause could not be determined.

Event description:
As reported: "primary procedure, left tibial nail. It was reported that upon impaction, a small piece (possibly a nut) fell off of the guide wire handle. The piece did not fall into the patient. The device was used to complete the procedure successfully with no surgical delay. Rep confirmed that no further information is available.

Manufacturer narrative:
Device will not be returned. If additional information becomes available, it will be provided in a supplemental report.

Event description:
As reported: "primary procedure, left tibial nail. It was reported that upon impaction, a small piece (possibly a nut) fell off of the guide wire handle. The piece did not fall into the patient. The device was used to complete the procedure successfully with no surgical delay. Rep confirmed that no further information is available.